Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen was hard to read due to rainbow effect and scratches or damage on the display. Customer's blood glucose value was unknown. Customer stated that insulin pump was rejected new battery. The device will not be returned for analysis.